Event description:
It was reported that during thrombectomy of an av loop graft, the balloon would not deflate when removing the catheter, and still could not be deflated when pulling through the sheath. As reported, the catheter was working fine during the procedure they were able to use it for '3 or 4' passes. The doctor injected contrast (0.9cc) and noted that the contrast was flowing into the vessel but not into the balloon. Multiple syringes were exchanged in at unsuccessful attempt to deflate the balloon. The physician then popped the balloon using a lidocaine needle through the graft using fluoroscopy. There were no patient complications reported.

Manufacturer narrative:
The catheter involved in the complaint will not be returned for evaluation, it was discarded. The complaint of balloon deflation could not be confirmed without a product return. A lot number was not provided; therefore, a review of the manufacturing records could not be completed. This report represents the second occurrence of a similar event reported in MDR no 2015691-2012-18087. Without return of the product involved, the cause of the event could not be determined with any certainty; however, based on the initial report, procedural factors may have contributed to this event, as well.